Manufacturer narrative:
(B)(4). Model/lot #: 10884523005554. (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, after a colectomy there was post-op bleeding. The reporter could not specify how much bleeding occurred. The device used was an eea31 with a potential lot # of p5l0433kx, p6a0391kx or p6a0392kx. The bleeding was managed on an unknown date by dilatation and endoscopic checking in the operation room (or). It was unknown whether anesthesia was administered. A transfusion was not required. The staple line was complete and there was proper staple formation. The patient's prior medical and comorbidities were unknown. No reinforcement material was used. Current status of the patient is fine.